Event description:
Qv sars otc, 12 false positives--tss provided the accuracy, fp and fn percentages; recommended hcp follow up. This is one of 12 mdrs submitted for same patient.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: (B)(6).

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. Updates to manufacturers narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.